Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in the final drain. Upon removing the tubing set from the cycler, fluid was found in the cycler. Pt did not receive any antibiotics as a result of this event and pt has had no adverse effects from the leak. Sample is available.